Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h10, h11. Corrected fields: h6(device code). A getinge representative has advised that the repairs have been completed. The reported issue was determined to be caused by aging deterioration. The monitor lcd, video receiver board, dc inverter board and display cable were replaced. After replacing these parts, the issue was resolved. The batteries were replaced due to its replacement period. Then, calibration and preventive maintenance were performed. The iabp unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a display failure. The intra-aortic balloon (iab) could not be inserted due to it unwrapping. The iabp was turned off and on several times. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge representative has advised that the failure has been reproduced and the iabp is pending repair at the getinge workshop. Once the investigation is completed, a supplemental report with our findings will be submitted.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a display failure. The intra-aortic balloon (iab) could not be inserted due to it unwrapping. The iabp was turned off and on several times. No patient harm, serious injury or adverse event was reported.